Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer and the affect smart cable was returned to verathon for evaluation. A technical service representative evaluated the returned smart cable and was able to duplicate the reported loss of image. When the smart cable was manipulate near the hdmi connector the image would be covered by static, with more manipulation the image was completely lost. Since the customer received a replacement and there are no repairs available the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would at times become static or at times would disappear completely when the cable was moved around. The procedure was completed with another glidescope avl system, which was made available within one (1) minute. No harm to the patient or user was reported.